Event description:
A month prior to the event the pt was treated for reflux of the great saphenous vein using endovenous laser ablation. A reusable optical fiber was used for the treatment. At the follow-up examination, ultrasound inspection indicated a foreign object in the great saphenous vein distal to the access site. A 2 cm. Piece of optical fiber was identified and removed by phlebotomy using a small needle. No inflammation or infection was noted and the pt made an unremarkable recovery. The optical fiber used in the procedure had been discarded and was unavailable for examination. The fiber had been reused approx five times according to MFR's recommendations.